Manufacturer narrative:
The quality investigation is complete. Device discarded .

Event description:
It was reported that three blades broke at the mount during a partial shoulder joint replacement procedure. It was also reported there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully. This report is for the second blade that broke.